Event description:
A total of 5 implants were placed to support a 10 unit bridge. One of the dental implants got infected and was removed. Dr stated that the implant failed due to a poor prosthetic plan.